Event description:
Reporter performed back-to-back tests, using opposite hands, within five minutes of each other, showing blood glucose results of 196 and 98 mg/dl respectively. Reporter also states while testing back-to-back, different day, she rec'd blood glucose results of 188 and 88 mg/dl. Time interval unknown. Reporter was not experiencing any symptoms. Reporter had not cleaned the meter for a while. Control solution test was 121(197-146) mg/dl.